Manufacturer narrative:
(B)(4): it was reported that patient underwent surgical procedure including abdominal sacrocolpopexy, paravaginal suspension, burch procedure, enterocele repair, and bso on (B)(6) 2006 due to vaginal vault prolapse after hysterectomy, complete, with second-degree-plus cystocele, sui, small rectocele, some urge incontinence, small enterocele, and retained ovaries.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.